Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that when the temperature was at 30 degrees, the heater would not shut off and it would advance into 42 degrees and go into over-temperature. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint could not be confirmed. The field service representative (fsr) could not duplicate the complaint, but replaced the thermostat as a precaution. The part was then returned for further investigation. The complaint could not be duplicated by the quality technicians. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.